Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection. The physician decided that the pacemaker and competitor leads should be explanted. Additional details of the case were unknown.